Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician was not able to duplicate the event. The tech did not provide any further device or service information. As the device was not able to be evaluated by a baxter representative the condition could not be verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a high ultrafiltration event occurred on an ak 96 machine. The ultrafiltration volume was set to (B)(4)ml. The patient's blood pressure and no discomfort noted during hemodialysis therapy. At the end of treatment, the patient's weight loss was 3.7kg and the patient¿s weight loss was shown to be 3kg, which was much higher than the actual ultrafiltration volume set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.